Manufacturer narrative:
Correction to fu #1 MDR in field.

Event description:
A report was received that the patient developed a severe (B)(6) infection at the ipg and lead extension sites. The patient was treated with medication and underwent an explant procedure. The event is resolving. The physician assessed that the event was causally related to the procedure and device hardware and not related to the stimulation.

Manufacturer narrative:
Additional information was received that the patient was admitted with reddened left pectoral wound edges and pressure pain in the area of the neurostimulator which was severe. The patient underwent an explant of the entire system and was treated with antibiotics. No further information could be obtained. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a severe (B)(6) infection at the ipg and lead extension sites. The patient was treated with medication and underwent an explant procedure. The event is resolving. The physician assessed that the event was causally related to the procedure and device hardware and not related to the stimulation.

Event description:
A report was received that the patient developed a severe staphylococcus aureus infection at the ipg and lead extension sites. The patient was treated with medication and underwent an explant procedure. The event is resolving. The physician assessed that the event was causally related to the procedure and device hardware and not related to the stimulation.

Manufacturer narrative:
Date of birth: (B)(6) . Additional information was received that the patient was admitted with reddened left pectoral wound edges and pressure pain in the area of the neurostimulator which was severe. The patient underwent an explant of the entire system and was treated with IV antibiotics. The lead extensions were assessed as not related to the infection. No further information could be obtained including the lead extension information. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the event was resolved.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 03:15 pm CT.the report number is being corrected from: 3006630150-2018-62288to: 3006630150-2018-01749.

Event description:
A report was received that the patient developed a severe staphylococcus aureus infection at the ipg and leas extension sites. The patient was treated with medication and underwent an explant procedure. The event is resolving. The physician assessed that the event was causally related to the procedure and device hardware and not related to the stimulation.